Manufacturer narrative:
(B)(4). Information not available, device not returned for analysis should the information be provided later, a supplemental medwatch will be sent. Additional information provided: (B)(4) 2011 in speaking with the (B)(4) product manager, contact was informed that this surgeon was using the competitor technique for applying energy during this surgery - three applications and then cutting. Last week this surgeon was brought to (B)(4) for training on the product. On (B)(4) 2011 the surgeon indicated he was reluctant to blame the device as he is such a new user. Procedure occurred (B)(6) 2011 additional information requested but not yet received.

Event description:
It was reported that during a whipple procedure, while moving through the mesentery of the small bowel/pancreas, the initial seals look good but as the case progressed, nuisance oozing was significant enough that the surgeon had to go back and apply clips. One hour after the surgery, there was a major post op bleed in the mesentery near the ligament of trietz (close to the sma). The patient was brought back to the or, however, it is unknown what action was taken during the reoperation or the condition of the patient afterwards. It was also mentioned that the greater curvature near the gastroepiploic artery was also a problem area, but no further details about this are available at this time. This is the third time the device was being used by the surgeon. The device was discarded.

Manufacturer narrative:
(B)(4). Additional information received: was the surgical field inspected and found to be dry (no bleeding) when the patient was closed? - yes. Did the gen11 display any yellow alert screens during the procedure? - no. Did the surgeon hear the tone changes? - yes. Where was the bleeding from? (State where) - root of small bowel mesentery. How much blood was lost? (Cc's) - 3500. How was the bleeding controlled in the 2nd procedure? With a single titanium clip. Was a transfusion required? - yes. What was the size of the vessel or artery? - 1 mm. Was the patient taking any anticoagulants? If yes, specify prescribed medication. - no. Has the patient undergone any radiation/chemotherapy therapy? If yes, please specify radiation, chemo, or both. - no. Does the patient has a known coagulation disorder? - no. Has the patient taken any steroids? - no. What was the total blood loss? - 4000 cc. What was the patient's pre-op hemoglobin and hematocrit? - 125/0.36. What was the patient's post operative hemoglobin and hematocrit? - 113/0.32 after 2nd operation. What was the condition of the patient following the re-operation - stable, discharged, critical - please explain. - in hospital mortality due to sepsis secondary to pneumonia and infected hematoma with cardio-pulmonary decompensation. Additional information requested: on what date did the patient die? Was an autopsy performed? If yes, what was cause of death indicated in report? Can we obtain a copy of the autopsy report? If no autopsy was done, is the hospital attributing the patient's death to the nsealx22l failure? If yes, please explain how they arrive at this conclusion? If not, what other patient factors/events led to sepsis, pneumonia and infected hematoma with cardio-pulmonary decompensation?